Event description:
The pt reported that the infusion set tubing completely separated from the luer connection resulting in slightly elevated blood glucose of 179 mg/dl. She changed the infusion set and bolused to lower her blood glucose. The infusion tubing had been in use for 3 days. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be retuned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.